Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodgment and migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. There are cine clips related to this event received for review. The clips included two valve load checks for this event confirming good loads. The imaging provided confirmed the first valve was trending deep on position on the implant attempts. There is no calcium present in the annulus. The valve which was implanted migrated into the left ventricle and a snare attempt was made to stabilize the valve while attempting to implant the second valve system. During the second system implant both valves migrated abo ve the annulus and the implant was aborted. The additional imaging confirmed the following days attempts are made to relocate the valve to the ascending aorta using snares. Based on the information available and image review, the conclusive cause of the dislodgement and migration could not be determined. In this case, it was reported that the native valve was without calcium (confirmed with the image review), had a perimeter of 84 mm and that the transcatheter valve had some oversizing. This indicates that the probable cause of the dislodgement and migration could be due to patient anatomy and sizing. A decision was made to snare the valve following the dislodgement and migration; though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). This event does not allege a device malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with the delivery catheter system, the valve was recaptured four times because the valve would not fix to the annulus. When the valve was released, the valve dislodged into the ventricle at a depth of about 14 millimeters (mm). The valve was snared and fixed in the aortic arch. A second valve was prepped. During attempted deployment of the second valve with the second dcs, the nosecone of the dcs was blocked in the outflow of the first valve. The first valve was held in position with a snare and the second valve was able to cross the valve. During release of the second valve, the operator pulled and both valves dislodged. The second valve was not released and the procedure was aborted. One day after the implant procedure, the first valve dislodged further and two days following the valve implant a procedure was performed to pull the valve to the descending aorta. It was reported that the native valve was without calcium, had a perimeter of 84 mm and that the transcatheter valve had some oversizing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that when the valve dislodged further, it dislodged to the sinus of valsalva (sov). The additional procedure performed two days following the implant procedure, was to move the valve from the sov to in front of the supra-aortic trunks. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction: a device code was omitted in error. The code has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.